Manufacturer narrative:
Event description continuation: there was no information regarding generator parameters, other generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 17-30ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained at greater than 300 seconds. There was no information regarding shaft proximity interference value. The thermocool smarttouch bidirectional navigation catheter was not in close proximity to another catheter. The thermocool smarttouch bidirectional navigation catheter was not zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since both the thermocool smarttouch bidirectional navigation catheters were used in the patient, we are conservatively reporting this event under both of these catheters. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: non biosense webster, inc. - baylis rf transseptal needle, non biosense webster, inc. - torflex 8.5 french transseptal guiding sheath. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation, supraventricular tachycardia (svt), and atrial flutter with a two thermocool smarttouch bidirectional navigation catheters and suffered a cardiac tamponade requiring pericardiocentesis. Pre-procedure, a baseline minimal effusion was detected. During use of the first thermocool smarttouch bidirectional navigational catheter, the d curve was not deflecting properly. This catheter was replaced and the procedure continued. This issue was assessed as not reportable. Since the catheter was unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Toward the end of the case, after atrial fibrillation ablation and while mapping svt in the left atrium, the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 2000ml. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit. There was no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event was that it may have occurred upon return to the left atrium, after completion of the cavotricuspid isthmus (cti) in the right atrium. Double transseptal puncture was performed with a baylis rf transseptal needle. Sheath used was a torflex 8.5 french transseptal guiding sheath. Generator settings included power at 15-40 watts, 10 seconds, dragging technique.

Manufacturer narrative:
Originally, the lot number was reported as unknown. However, after further clarification, the lot number of 17643580m was provided. Therefore, the manufactured date, expiration date, UDI number have been provided. The bwi failure analysis lab received the device for evaluation on 7/25/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation, supraventricular tachycardia (svt), and atrial flutter with a two thermocool smarttouch bidirectional navigation catheters and suffered a cardiac tamponade requiring pericardiocentesis. Pre-procedure, a baseline minimal effusion was detected. During use of the first thermocool smarttouch bidirectional navigational catheter, the d curve was not deflecting properly. This catheter was replaced and the procedure continued. Toward the end of the case, after atrial fibrillation ablation and while mapping svt in the left atrium, the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 2000 ml. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit. There was no information regarding extended hospitalization or patient outcome. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.